Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 17 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found in the lead body of the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular, 7 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported high impedances and thresholds. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed svc shock coil, most likely occurred due to the mechanical forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted and replaced due to rising rv pacing impedances and rv pacing thresholds. Should additional information be obtained, this report will be updated.